Manufacturer narrative:
Medwatch field d4 lot no updated. It was confirmed that the internal qc was acceptable. In the alarm trace, there were six sample short alarms and three abnormal aspiration alarms. Five of the sample short alarms occurred around the sample pipetting time in the event. This indicates a sample pre-analytical issue. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable bil-d gen.2 result from the cobas c 503 analytical unit. The affected patient also had questionable bilirubin total gen.3 results. This medwatch will apply to the bil-d gen.2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the bilirubin total gen.3 assay. The initial result was 0.584 mg/dl, and the repeat result was 1.53 mg/dl. The initial result was repeated because it did not match the patient's history.